Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. The distal conductor of the lead became extrinsically fractured due to a cut. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the outer insulation was breached though out the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 2088tc lead, implanted: (B)(6) 2015; a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an e.coli infection and their transvenous pacing system was explanted and replaced. During the explant procedure the right atrial (ra) lead broke. The remaining piece of the ra lead will be removed during a scheduled open heart surgery procedure. No further patient complications have been reported as a result of this event.